Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. As rec'd, the electrode belt was found to have a damaged cable. The cable from the distribution node to the rear therapy electrodes and the cable from the distribution node to ECG "b" were pulled from the strain relief. The damaged cables caused an open gel-fire circuit and subsequently caused the device to alarm to "add gel." The root cause of the damaged cable cannot be positively identified. No adverse event resulted from the damaged cable. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) male pt called in to zoll lifecor customer support to report that his electrode belt had a message saying to call zoll and exchange belt. The pt rec'd a replacement electrode belt.